Manufacturer narrative:
Patient age at time of event; 18 years or older. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty a shaft break occured. Patient presented with non st segment elevation myocardial infarction. The target lesion was a short segment proximal high grade left anterior descending (lad) stenosis. Dilation was performed with a 2.5 mm unknown balloon, followed by a 2.75mm unknown stent. However, the 2.75 mm stent could not cross. A 3.0mm unknown balloon was used and a dissection of the vessel was noted. The 2.50mm x 15mm emerge balloon was advanced to the area of dissection, upon attempt to deploy the balloon, the balloon failed to inflate. Upon removal of the balloon the distal section of the device detached and remained in the patient. The wire and guide were removed and it was noted that the distal section of the balloon was also removed. As the vessel was closed the patient was sent to surgery to perform emergency bypass.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of an emerge balloon catheter with no other devices. There was blood in the wire and inflation lumens. There was no damage to the balloon. An inflation device filled with water was connected to the remaining distal end of the device by attaching a tuohy and a stopcock to the fractured hypotube. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The device deflated in 2 seconds. There was no damage or irregularities with the hub, bonds, or the inner and outer shaft. The hypotube shaft was completely separated 60cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty a shaft break occured. Patient presented with non st segment elevation myocardial infarction. The target lesion was a short segment proximal high grade left anterior descending (lad) stenosis. Dilation was performed with a 2.5 mm unknown balloon, followed by a 2.75mm unknown stent. However, the 2.75 mm stent could not cross. A 3.0mm unknown balloon was used and a dissection of the vessel was noted. The 2.50mm x 15mm emerge balloon was advanced to the area of dissection, upon attempt to deploy the balloon, the balloon failed to inflate. Upon removal of the balloon the distal section of the device detached and remained in the patient. The wire and guide were removed and it was noted that the distal section of the balloon was also removed. As the vessel was closed the patient was sent to surgery to perform emergency bypass.